Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to cup septic loosening upon revision metallosis and purulent material were detected around the components. Antibiotic spacers were implanted and then removed in a follow up surgery.